Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had a prime rewind anomaly. The customer¿s blood glucose level at the time of incident was unknown. The customer states that they received second series of beeps and numbers appear on the display. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistor . Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime or fill anomaly due to compromised force sensor system alarm. However, device passed rewind test and displacement test.